Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on september 9, 2018. The customer blood glucose level was 1100 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and fluids. Customer currently using insulin pump system for high blood glucose event. The device will not be returned for analysis.